Event description:
The following information was reported to kci by the nurse: on (B)(6) 2012, the nurse stated that due to the toes involvement in the dressing application, it was difficult to obtain a seal and maceration developed to the lateral aspect of the patient's foot. On (B)(6) 2012, sharp debridement was performed. Therapy was reapplied and the patient is reported as doing well.

Manufacturer narrative:
On (B)(4) 2012, the device passed quality control checks and met specifications prior to patient placement the same day. On (B)(4) 2012, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c./t.r.a.c. Pad. This involved using the foam to allow placement of the sensat.r.a.c./t.r.a.c. Pad or tubing on the dorsum of the foot (consider use of the v.a.c. Granufoam heel dressing).